Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire was wedged into the left ventricular (lv) lead and was not possible to remove the guidewire from the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analyst indicated stylet/guidewire was kinked/buckled. There was blood on the distal conductor of the lead, and it was obstructed. Electrical testing found the continuity was complete in the distal conductor. Electrical testing found the continuity was complete in the proximal conductor. Electrical testing found the continuity was complete in the proximal conductor. The full lead was returned for evaluation. If information is provided in the future, a supplemental report will be issued.